Manufacturer narrative:
It should be noted the gore® dryseal flex introducer sheath instructions for use (IFU) state ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿

Event description:
On (B)(6) 2022 a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A 16fr gore® dryseal flex introducer sheath was used as an accessory during the procedure. After all stent grafts were implanted, a final intra-operative angiograph reportedly revealed a dissection in the right external iliac artery. The physician stated it was unclear when and how the dissection occurred. It was reported the patient¿s anatomy was notably tortuous and may have been a contributing factor. An additional gore® excluder® device was implanted distally to treat the dissection. The procedure was completed without any further reported complications. The patient tolerated the procedure.

Manufacturer narrative:
Added g3/g4, h1/h2, h6: investigation conclusion. It should be noted the gore® dryseal flex introducer sheath instructions for use (IFU) state ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿ it should be noted the gore® dryseal flex introducer sheath instructions for use (IFU) state: adverse events that may occur and / or require intervention include : dissection.